Event description:
It was reported that the patient was experiencing severe pain since implant procedure. The patient was hospitalized and underwent an explant procedure. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).